Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03749. Further investigation identified the patient's scs leads were explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03749. It was reported the patient is experiencing cramping on his right side with stimulation and is not receiving effective stimulation within his pain pattern. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.